Manufacturer narrative:
The dialyzer was discarded and not available for technical investigation. Gambro performed a lot history record check. This lot was produced and tested without any nonconformities. There were (B)(4) dialyzers produced and distributed worldwide from this lot number. Gambro performed a complaint history file check. No similar complaint was reported for this lot number.

Event description:
A patient in (B)(6) was in enrolled in the(B)(6) study involving revaclear 400 dialyzers. While enrolled in the study, the patient was treated with both the revaclear dialyzer and the comparator dialyzer without any issues. Approximately, 2 ½ hours into treatment with the revaclear 400 dialyzer, the patient lost consciousness and went into cardiac arrest without any previous symptoms. The ECG showed no systolic activity following CPR, repeated doses of suprarenin, dormicum, and ventricular fibrillation. Resuscitation was unsuccessful and the patient was pronounced dead. No autopsy was performed per the family¿s request.